Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went to 550 mg/dl. Customer's blood glucose was 101 mg/dl. Troubleshooting for low blood glucose level was performed. Customer treated with a cookie. Customer stated he has been experiencing low blood glucose for 63 years. Customer was advised to disconnect from the device. Drive support cap appears normal. Customer was asked if customer was admitted for medical treatment and the customer stated admitted for six day for yeast infection in the mouth. Most recent set change was (B)(6) 2014. Customer was disconnected during rewind/prime sequence. Settings on the device were correct. Customer discarded reservoir and infusion set for false readings of high blood glucose. History determined the customer's blood glucose was unstable. No further information reported.